Event description:
It was reported that pump experienced malfunction with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted caller in resetting pump malfunction, confirmed that malfunction did not recur after reset, advised that pump use could be continued, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.